Event description:
Negative pressure was applied and blood was withdrawn into the stent delivery system (sds), the balloon was inflated to 20 atmospheres and the proximal end of the stent flared slightly but did not fully dilate. The report received indicated that radial approach was used for a coronary stenting procedure; pre-dilation was successful and the first stent was delivered without complications. However, proximal to the first stent, a second stent was being delivered, negative pressure was applied and blood was withdrawn into the stent delivery system (sds). Although, there appeared to be a leakage, the balloon was inflated to 20 atmospheres and the proximal end of the stent flared slightly but did not fully dilate. Therefore, the physician decided to withdraw the sds into the catheter, however, the stent covered the tip of the catheter, and the physician decided to withdraw the system as a single unit; the system was retrieved to the tip of the sheath. Then the physician decided to advance a larger sheath from the brachial and a 7f sheath was introduced facing the radial site, then a snare was advanced and the wire was caught with the snare and pulled back into the sheath, then the stent was caught with the snare, the hub of the sds was disconnected and it was pulled inside 7f sheath. The procedure was completed after implanting a competitor's stent. The target vessel was the proximal-mid left anterior descending (lad), the de novo lesion was described as moderately calcified, heavily tortuous and presenting 90% stenosis. Further info indicated that some friction had been encountered while passing through the tip of the guide catheter, and the physician believed the balloon was ruptured prior to use.

Manufacturer narrative:
The product has been returned for eval and testing; however, as of to date, the evaluation has not been completed. This device is distributed outside the united states; however, it is similar to the cypher coronary sds/stents distributed in the united states. Add'l info will be submitted within 30 days upon receipt.